Event description:
It was reported that the external pulse generator was not working. It was further noted that it looks as if it was dropped, and additionally that there was also case damage. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the unit would not power on, the display was out of specification and that the lower case was broken. Analysis also found the upper case broken, both bail covers, both bails, the ring as well as two case screws, the battery drawer o-ring and the ring cover missing, one printed circuit board screw was corroded, the lead flex cover was contaminated, the battery contacts compressed, the battery drawer was broken, the keyboard scratched, the liquid crystal display, encoder flex, battery flex and the main printed circuit board corroded. It was further noted that due to extensive damage to the unit, the generator was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator was not working. It was further noted that it looks as if it was dropped, and additionally that there was also case damage. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.